Event description:
Additional info: per the risk mgr the device was shipped back prior to reporting the complaint. The pt has recovered fine.

Manufacturer narrative:
Date sent: 07/30/2009. Info anticipated, but unavailable at this time.